Manufacturer narrative:
(B)(4). The device was returned for evaluation attached to a drug vial and solution bag. Visual inspection revealed gray particulate matter in the vial. The grey particulate matter appeared to be stopper material from shearing/coring of the vial stopper. The sample was evaluated for flow of solution from vial to product bag without being undocked from the drug vial; there were no issues found with the flow. The stopper was microscopically inspected and showed that they had a side entry of the vial-mate device cannula. Visual inspection and dimensional analysis was performed on the cannula which showed it was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Gray particulate matter was verified to be in the vial. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device cored the vial and caused particulate matter. The reporter stated that when the vial-mate was lined up to get fluid into the powder chamber, a piece of the rubber stopper came off and went into the vial. The drug involved was a 1000mg vancomycin fluid/powder combination. Reconstitution was then performed, and the particle went back into the normal saline bag. The particle was reportedly the size of the tip of a ballpoint pen and appeared small enough to enter the intravenous tubing. There was no patient involvement. No additional information is available.